Event description:
The pt had a lap band port placed surgically two years and six months ago at another hospital. The surgeon noted that the lap band does not seem to be holding pressure and it is likely that the port is leaking. The surgeon replaced the lap band port nine months ago. The pt had an uneventful post operative course without complications and was discharged home.